Event description:
It was reported that an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) level (506 mg/dl). An insulin injection was administered to address bg. The customer performed a supply change to resolve the issue and resumed insulin therapy successfully.